Manufacturer narrative:
A return material authorization (RMA) was issued for the cobra grasper instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cobra grasper instrument "attached" to the bowel and caused a tissue injury of the patient's bowel when advancing into the patient cavity. The customer stated the instrument was closed during the initial install of the instrument, and no one was present at the surgeon side console (ssc). The operating room (or) staff was successfully able to remove the cobra grasper instrument. The surgeon repaired the damaged bowel laparoscopically and continued with the procedure robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cobra grasper instrument was analyzed, and the complaint could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/inspections were performed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.